Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient claimed that while inserting a new sensor and upon removal of the applicator, the sensor wire detached from the sensor pod base. At the time of contact, the patient did not report any injury or medical intervention.